Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect bridge module was returned. Our evaluation of the module verified the reported malfunction and attributed the failure to a faulty insulated gate bi-polar transistor and optocoupler.

Event description:
Complainant alleged that during biomed testing the device displayed a "bridge short" message.